Event description:
Pt undergoing esophagoduodenoscopy with bravo capsule placement. Capsule did not release after deployment. Handle of apparatus came apart while trying to release the capsule. The capsule was successfully released manually without injury to the pt.